Event description:
A customer from (B)(6) reported to biomerieux a defective power panel in association with the bact/alert® 3d 60 instrument. Five sample bottles were in mycobacteria testing for tuberculosis when the instrument stopped working. The bottles were moved to normal incubation. The customer has another bact/alert® 3d unit for testing. There is no indication or report from the customer to biomérieux that the discrepant result led to any adverse event related to a patient's state of health.

Manufacturer narrative:
A customer from saudi arabia reported to biomérieux a defective power panel in association with the bact/alert® 3d 60 instrument 704bs1729. The field service engineer replaced the defective part with another power supply. This is a component failure that could occur and the service manual contains repair instructions for this failure: replace the power supply. Ensure that the site has clean stable power as well as a ups attached to the instrument as stated in bact/alert 3d setup and configuration procedure 514483-7en1. The defective part was not returned for investigation, so the root cause could not be determined.